Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6)2022. A photograph was provided for investigation. The allegation was undetermined via photographic inspection due to applicator was not visible in provided image. The product was evaluated. An external visual inspection was performed and passed. An internal visual inspection was performed and passed. The allegation was not confirmed due to cannula and needle were present and without damage. The probable cause could not be determined. No injury or medical intervention was reported.